Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The returned device was evaluated, and the user's request was confirmed. The device evaluation found, damaged cable insulation and the cable failed leak test. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate risk/harm to the patient, the instructions for use provides the following: warning - before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage olympus will continue to monitor field performance for this device.

Event description:
It was reported that a cut was found in the subject device's cord. There was no report of patient harm.